Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 4.00x24mm synergy¿ drug eluting stent was advanced but failed to cross the lesion and the distal part of the stent was noted to be deformed. The procedure was completed with a 4.0x23mm non-bsc stent. No patient complications were reported and the patient's condition was good.